Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient us (B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the proximal and mid left anterior descending (lad) artery. A 2.5 x 38 mm xience sierra stent and a 3.25 x 18 mm xience sierra stent were implanted without issue. On (B)(6) 2020, the patient presented to the emergency department (ed) with left shoulder pain and a non-st elevation myocardial infarction was diagnosed. Medication was administered. The patient remained in observation while in the ed, but was never re-hospitalized. The event resolved on (B)(6) 2020. No additional information was provided.